Event description:
It was reported that a patient presented to the emergency room with discomfort with inappropriate shock due to incorrect interpretation of signal. High pacing impedance and low defibrillation impedance was noted. When reassessed, the pacing impedance was stable. Additional loss of capture was noted. The patient was admitted to the hospital. No additional information regarding additional intervention or adverse patient consequences was reported.